Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim pump user guide recommends to perform regular checks on the pump and infusion set for any instances of loose luer-lock connections or leaks; leaks around the infusion site can result in under-infusion.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing during filling. During troubleshooting with tandem technical support (cts) asked customer to reconnect the tubing and verify a straight and tight connection. Customer continued with fill tubing and observed drops go through the end of the tubing. Customer was able to proceed was able to complete load process. There was no impact to the customer's blood glucose level.